Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels as low as 56mg/dl, and as high as the 300s mg/dl. Low bgs were treated by drinking gatorade, and eating snacks. High bgs were treated using the pump, and the issue resolved.